Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to a specific ventricular episode containing noise with oversensing and pacing inhibition greater than two seconds. When asked what the patient was doing at the time of the episode, it was stated that the patient was just sitting at home. Technical services (ts) recommended reviewing lead diagnostics. No out of range messages or alerts were noted. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to a specific ventricular episode containing noise with oversensing and pacing inhibition greater than two seconds. When asked what the patient was doing at the time of the episode, it was stated that the patient was just sitting at home. Technical services (ts) recommended reviewing lead diagnostics. No out of range messages or alerts were noted. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this observed noise on the cardiac resynchronization therapy defibrillator (crt-d) correlated with an unrelated shoulder surgery, not while the patient was sitting at home. The patient followed up with the physician post-discharge. This crt-d remains in service. No adverse patient effects were reported.